Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient presented with grade 1 diffuse lamellar keratitis (dlk) in right eye. Patient surgery date was (B)(6) 2015. Patient was treated both topically & orally with steroids and surgeon increased the steroids over normal. Patient was seen on (B)(6) 2015 and uncorrected visual acuity was 20/15-3. Account reported that patient had eye make-up pre-operatively that was cleaned with different lid cleansers. Additional information was received stating that dlk was resolved and patient''s visual acuity was 20/20 at the last visit.